Event description:
Additional information was received that per the physician, the patient's calcified valve including a calcific spur extending from the non-coronary cusp (ncc) into the left ventricular outflow tract (lvot) contributed to the valve infold. A procedural delay of 10 minutes resulted from the infold.

Manufacturer narrative:
Updated data: b5 corrected data: h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transaxillary transcatheter aortic valve replacement was performed in a patient with an annular perimeter of 26.8 mm and a heavily calcified valve, including a calcific spur extending from the non-coronary cusp (ncc) into the left ventricular outflow tract (lvot). The axillary approach was chosen due to severe calcification of both the left and right iliac arteries, which had previously undergone bifurcation stenting. The maximum vessel diameter was estimated at 3-4 mm. Vascular access was achieved without complications. A pre-implant balloon dilatation was conducted with a 25/40 mm non-medtronic balloon via a 14 fr non-medtronic sheath. The load check of the valve was satisfactory. The first deployment resulted in a position that was slightly too deep at approximately 5 mm at the ncc and 8 mm at the left coronary cusp (lcc). After the first recapture, the second attempt resulted in a position that was too high at approximately 1 mm at the ncc and 3 mm at the lcc. This led to a second recapture. On the third release, incomplete deployment and a suspected infold occurred, resulting in severe paravalvular leak (pvl). Therefore, the valve was recaptured and withdrawn from the patient. The decision was made to use a completely new valve system. The load check for the second evfxplus-34 valve was satisfactory. The valve was deployed at approximately 4 mm at the ncc and 5-6 mm at the lcc. Angiography and transesophageal echocardiography confirmed mild pvl. The pvl was treated with a post-implant balloon dilatation using a new 25 mm non-medtronic balloon. This resulted in slight improvement as the final outcome.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012914430); product type: 0195-heart valves; product ID: evfxplus-34 (serial: unknown); product type: 0195-heart valves; implant date: on (B)(6) 2025; product ID: evfxplus-34 (r004331); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The handle and capsule were closed on receipt of the device. A bend was evident to the capsule. The nosecone was over captured by the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported positioning and deployment difficulties could not be confirmed through analysis. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 image review: 11 fluoroscopic cine loops of the implant procedure were provided for review of the event described above. Patient summary was not provided for anatomical review. No misload was detected in the fluoroscopic-check. And based on the very likely occurrence of an infolding, the implant team acted according to medtronic recommendation by replacing the evolut system with a new one. The infold and resulting paravalvular leak (pvl) was likely caused by a combination of the unfavorable patient anatomy (severely calcified valve) and strong forward push on the catheter and valve. A device relationship cannot be established. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.